Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
"It was reported by" the clinician stated that the patient presented via merlin.net transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead when pacing at 130 bpm with a 250 ms pace refractory. The low frequency attenuation filter was programmed on. The reprogramming changes did not occur, clinician will consult with the physician.

Manufacturer narrative:
Correction: reporter information should have (B)(6) rather than (B)(6) .would remain health professional yes .should have been nurse rather than physician and would be as is unknown

Event description:
New information received notes that programming changes were made, but several new non sustained right ventricular oversensing episodes were observed via remote transmission. Programming changes were made and the patient is stable.